Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the patient saw a message: "internal device battery is low. Contact your clinician. Sn#: (B)(6). Patient further explained, that prior to seeing the message, they noticed about a week to a couple weeks ago, the ins wasn't helping their symptoms very well, because they'd gotten to the point where if they were just walking, they were peeing themselves. So they thought, they'd connect to their settings and make an increase to the stimulation, but that was when they got the message. Patient stated, they'd reached out to their healthcare provider (hcp) about the message. And the hcp told them to call the manufacturer. Patient services reviewed the role of patient services and the manufacturer representative (rep). As well as, the meaning behind the message and battery longevity considerations. And redirected the patient to follow up with their hcp to discuss their next steps. Patient stated, it made sense, because they'd had to meet with the reps quite a few times over the course of having the implanted device to make adjustments, because the therapy wouldn't be helping. Patient provided relevant medical history. That they had a perineal hernia and had a colostomy and noted, there were a couple times when the reps adjusted the therapy. The patient could feel the stimulation against their hernia. Patient stated, it was a hard thing to explain what it felt like and stated, they hadn't told the reps about the sensation, but had discussed it with their hcp. Patient stated, the hcp told them they might want to "move it" the next time, the patient needed to have an ins procedure. Patient services asked, the patient if the hcp meant the lead that they wanted to move and the patient thought perhaps that's what the hcp meant, but the patient wasn't sure. Patient stated, they just went to a specialist for their hernia and the specialist said, they should not try to have "it removed", because it was wrapping their intestines and "all that". And that it would be a 7-8 hour risky surgery. Patient confirmed, the "it", the specialist was referring to in this instance was involving their hernia/colostomy and not the implanted system. Patient stated, they had a botox appointment on wednesday ((B)(6) 2024). So, they'd talk to their hcp then about their next steps. Patient confirmed, the botox was a treatment that they were getting in addition to using the therapy. Patient stated, they also had an appointment with their hcp on (B)(6) 2024 to discuss the interstim system. So they would follow up with the hcp for next steps regarding the system. And that they were sure, the hcp had the information they needed to page a rep if needed. Documented reported event. No further action was taken by patient services.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the surgency is scheduled for:(B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.